Event description:
A friend called on behalf of pt alleging the pt's ot basic meter was reading inaccurately high. The call was documented by facility. In 2002, pt tested their blood twice in the morning: at 5:08 pt obtained a reading of 84 mg/dl, at 8:54 pt tested and obtained a reading of 82. Customer does take a set amount of insulin, but friend was unable to verify what pt took that morning. During this time pt was lethargic, delirious and near comatose. Pt's friend called the paramedics; friend did not state what time they arrived. The emt's tested pt's blood and obtained two readings of 54 and 55 mg/dl. They treated pt with glucose and pt felt better afterwards. Pt signed a waiver stating they did not want to go to the ER. Pt has two ot basic meters. One of them is used as a backup. They obtained a reading of 17mg/dl on the other meter, sometime that same morning. They felt that reading was inaccurately low. Customer has continued to use the ot basic meters. Pt is not happy with the replacement surestep meters that pt was sent. Replacing pt's meters with new ot basics.